Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Problem code captures the reportable event of dart detachment. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. MFR report#3005099803-2018-60996 pertains to the first device and MFR report#3005099803-2018-60997 pertains to the second one. It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a vault suspension procedure performed on (B)(6) 2018. According to the complainant, during deployment of the device during the procedure, the dart detached inside the patient and was retrieved using forceps. It was also reported that the suture was pulled back with tension along the handle. A second device was opened and the same issue occurred. The procedure was completed with another uphold lite w/ capio slim. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be okay.